Manufacturer narrative:
Returned device analysis did not confirm the reported bent gripper (deformation due to compressive stress). The reported difficult to remove from the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught under the anterior leaflet and chordae) appears to be related to patient conditions (suboptimal transseptal puncture and aorta hugger). However, based on the information provided, a cause for the reported bent gripper cannot be determined. Unspecified tissue injury appears to be related to procedural conditions associated with difficulty removing the clip from the anatomy. Tissue injury/damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report bent gripper arm and clip caught in chordae, causing tissue damage. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. During positioning, the ntw clip got stuck under the anterior leaflet and chordae. The clip was inverted and was then noted that the gripper was bent. The physician was able to untangle the ntw clip from chordae and removed the device from the patient. A tear in the chordae of the anterior leaflet was noted. Suboptimal transeptal puncture and aorta hugger were reported as a challenging patient anatomy. A replacement clip was used to continue the procedure. One clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.